Event description:
The customer reported poor image quality on the 6600 system. No pt injury was reported.

Manufacturer narrative:
The MFR's service rep performed an on site investigation, and adjusted the brightness and contrast on the monitors. The system was tested and is operating as intended.